Event description:
It was reported that the patient had felt occasional shortness of breath and a pinch under their left breast. It was further reported that a device warning had triggered for an electrical reset and the device reverted to vvi pacing mode (back up pacing mode) as a result of the reset. Additionally, a healthcare professional indicated that the patient's symptoms were likely related to the backup pacing mode. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. A critical ram parity error occurred on (B)(4) 2013 and the device was able to reset back to programmed settings.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.